Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 125 ohms. The patient was in stable condition, being monitored, and not intervention had been performed at that time. The rv lead remains in service. No adverse patient effects were reported.